Manufacturer narrative:
Additional information: g3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the main valve seal was disengaged. The trocar balloon and converter doors appeared intact. The lock collar was broken. The inflation syringe and the obturator were not received. Functionally, the converter doors moved properly and were fixed securely in place. The balloon was inflated using a test syringe, no leaks were detected. The test inflation syringe was attached to the insufflation port and supplied air was injected into the cannula. The air flowed through the tubing and cannula unrestricted. It was reported that the seal was disengaged and the instrument's insertion through port was difficult. The reported issues were confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of broken lock collar not related to the reported condition. The product analysis noted evidence that the device was not used as intended. This issue may occur when excessive force is applied during clinical application. The instructions included with this device provide the following guidance: damage to the balloon by instruments used during insertion and in the course of a procedure may cause device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic right inguinal hernia repair, while inserting the mesh, which was cut from its original size of 16x14cm to approximately 14x10cm and rolled tightly to easily fit the 10mm trocar, the grey round rubber valve seal got disengaged and fell into the patient¿s cavity. The surgeon did not experience any difficultly in inserting mesh through trocar but the rubber seal was caught wrapped along the length of the inserted mesh. The seal was retrieved, and another trocar was used to complete the case. There was no patient injury.

Manufacturer narrative:
Concomitant product: lpg1614, lpg1614 14x16cm parietex lap progripx1, (lot# pxj1372x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A visual inspection of the returned pictures noted that the first image depicted a monitor in a operating room with mesh going through the disengaged main valve seal on the screen. The second image depicted a close-up view of the mesh going through the disengaged main valve seal on the screen and being held by an unknown grasping device. A visual inspection of the returned device noted that the main valve seal was disengaged. The trocar balloon and converter doors appeared intact. The inflation syringe was not received. The obturator was not received. Functional testing found that the converter doors moved properly and were fixed securely in place. The balloon was inflated using a test syringe, no leaks detected. The test inflation syringe was attached to the insufflation port and supplied air was injected into the cannula. The air flowed through the tubing and cannula unrestricted. It was reported that the seal disengaged and the instrument's insertion through port was difficult. The reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: broken lock collar. Visual inspection of the returned device noted that the lock collar was broken. The product analysis noted evidence that the device was not used as intended. This issue can occur when excessive force is applied during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: damage to the balloon by instruments used during insertion and in the course of a procedure may cause device failure. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.